Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 37mg/dl. The customer was assisted with troubleshooting. The customer stated that they were sweating. The customer was treated for the low blood glucose with food. The customer was not connected to the insulin pump while priming the device. The insulin pump programming was reviewed and found accurate. Customer stated that the reservoir was showing the same amount of insulin as shown on the screen status. There was no indication that the insulin pump over delivered insulin. The product will not be returned for analysis.